Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was having problems following a total hip replacement in both hips, so the surgeon decided to operate on the patient's cervical spine to help him walk again. The patient reported that experience delirium after the anesthetic. It was reported that the patient currently has to walk with a stick. When turning his head, he reports hearing knocking and cracking sounds. It was also reported he must lie in a particular position at night due to pain.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was complaining about pain postoperatively. This is a legal case and he doubt of execution of surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain started. This report is for one unknown cslp/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the original procedure, the patient was fitted with pelvic bone graft which showed good self-clamping and achieved a stable fit. There was also modelling of a plate from c4 to c7 with fixation with corresponding screws. Intra-operative fluoroscopic control sowed a correct fit. It was noted that all screws reached a correct, stable fit. The sagittal profile was well restored and the spinal canal was well decompressed with the correct position of bone chop and plate. It was reported that post-operatively there were no disorders of blood circulation and no neurological disorders exceeding the pre-operative extent. The patient¿s condition was reported as usual after treatment. The procedure was performed without complication on (B)(6) 2013. The drains were removed on schedule. Axially correct mobilization with full loading under physiotherapeutic guidance was initially somewhat difficult but improved considerably during the further course. The wound conditions were irritation free.